Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device code (B)(4): off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -9.5 into the patient's right eye (od) on (B)(6) 2021. Within the same surgery the lens was implanted, removed, and replaced with a longer lens intraoperatively due to low vault. The problem was resolved. The cause of the event is reported as unknown.